Manufacturer narrative:
The reported t8 cannulated hexalobe driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t8 cannulated hexalobe driver (part number 80-4151) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon was repairing a fracture of the humeral epicondylar with an acutrak 3 when the driver tip broke. The surgery was completed with another driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00021 for the screw involved in this event.